Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing attached along the cassette was bulging, whereas until then it was flat. If it was not held flat when the cassette was inserted, the tubing got stuck and the pump alarmed 'no disposable'. No patient injury reported.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: device history review of the reported lot numbers shows no non-conformities during the manufacturing process.